Manufacturer narrative:
Pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected backlight anomalies noted. No unexpected missing segment/partial display anomalies noted. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratched on screen and making it hard to read. Customer's blood glucose value was unknown. Customer stated that back light was dimmed of insulin pump and received unexplained no delivery alarm. The device will not be returned for analysis.